Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. The device was attached to a 68000- generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. There was saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. Reason for return was not confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate bp2, the customer reported that the forceps could not discharge water normally and kept alarming, resulting in the inability to be used normally. The device was replaced to complete the procedure and the surgery was performed normally. There was no adverse patient effect associated with this event. Medtronic received additional information that the alarm signaled a high impedance. The alarm prompted at the beginning of the procedure. There was no saline at the ablation sight when the alarm occurred. The operator was experienced with the use of the device. The generator model number was csa1604010. The device had not been connected 6 hours prior to the use.